Manufacturer narrative:
The insulin pump was received with no vibrator on alarm due to vibrator connector not plugged in properly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen causing scratches on display screen. Customer also reported that insulin pump was no longer vibrating. Customer then set insulin pump to beep, but beep was not loud enough. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.